Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17mar2020.

Event description:
The biomedical engineer bme identified during preventive maintenance an inoperative error code appearing. The bme confirmed the reported failure. The bme reseated the main pcba (printed circuit board assembly) to the sensor pcba 50 pin cable and the unit returned to service mode. No parts were replaced. The issue was not reported during patient use, and there was no patient or user harm reported.

Manufacturer narrative:
G4: 13apr2020 b4: (B)(6)2020. The customer used another ventilator immediately available in the vicinity. After numerous attempts to obtain information on the patient, this complaint is being closed. If further information is obtained a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.